Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor experienced an underinfusion. The infusor was filled with 100ml of morphine. The infusion was expected to last a total of 48 hours, however the infusion ended after 36 hours. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The lot 14c023 was manufactured between march 7, 2014 and march 10, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.